Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she passed out due to low blood glucose. Paramedics were called and customer was transported to the hospital. Customer blood glucose reading was low when paramedics arrived. Customer reported that she had shallow breathing and unable to respond due to low blood glucose. Nothing further was reported.